Event description:
The gray portion of the tined lead stimulation clip detached from the white shell when the doctor opened the clip. Impedances were high when the clip was attached to the tined lead. The needle stimulation cable was used to check the impedances and the case was able to be completed.